Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) and stated the right atrial (ra) lead was dislodged and successfully repositioned approximately two weeks earlier. No additional adverse patient effects were reported.